Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). Batch record review: lot 9e04583 was manufactured on 05/30/2019 in the line convex 2 pc (ost), with a total of 4,032 mkus. A batch record review was performed on 09/aug/2021 to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photographs were received in which the reported defect can be observed. No unused return samples were received for evaluation. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it is considered none of them interfered on the incidence of the root cause, also, these sections and possible opportunities were previously covered under tw# 1077382. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributor factors to this failure mode were the following: a) condition of the yamaha arm b) condition of vision system cameras c) variance in the materials, cause variation in the placement. This is causing the overall variation 0.6. This accumulation of variation causes the complaint in section 1. To maintain acceptable levels of variation the maintenance for the arm will be improved. And base on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan tw# 1350476. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported off centered flanges. He stated that there was fecal leakage through the narrow part of the off centered flange. The defective quantity was unknown as the end user stated that "counting is meaningless because of too many defective products are found". The product was used by end user and no harm was reported. Photographs depicting the off centered starter hole issue were received from the end user.